Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6), product type catheter; product ID 8578, serial# (B)(4), implanted: 2012 (B)(6), product type accessory (B)(4).

Event description:
Patient reported a change in therapy effect with symptoms of acute pain in their back and dragging their left leg. The patient had always had pain but not to this extent. The pain started to get worse about three weeks ago. The patient has not had any falls or trauma, however on (B)(6) 2012, the patient tried to move from the chair to the tv and ended up sliding down to the floor. The patient was in the hospital and had been since (B)(6) 2012. The patient was no longer able to walk with a cane. A refill was done on his pump a few weeks ago and the next refill date was (B)(6) 2012. The patient did not hear any alarming coming from his pump. An MRI was performed and another MRI was planned. The pump was checked after the MRI. The patient later reported he was having trouble walking. He previously used a cane but was now having to use a walker. The patient was seeking a physician closer to him. The pump was delivering bupivacaine and dilaudid.